Event description:
Dr. Prescribed CPAP machine (philips respironics dream station sn (B)(4)) regularly released strong odor on start up and sometimes while in use. After 4 years of use a recall now states insulation foam deteriorates and releases gasses. The usage of the CPAP machine resulted in abnormally high amounts of phlegm to be coughed out of my lungs on a regular basis. This has been a long term and permanent affect. There is concern of worsening affects over time. There is a recall and contact by philips said they were taking action. Assume they will do tests. There is also a law suit for those that got cancer. FDA safety report ID # (B)(4).